Event description:
Additional information received reported that there were no post-operation issues and the patient was "okay." No cause was determined.

Event description:
It was reported that the stimloc failed to secure the lead at the implant. During dismantling of drive equipment, the stylet was removed and locking clip had engaged while flaccid. The lead was being passed through the cannula, but visible movement of the lead was seen. The physician marked the lead to verify correct placement of lead once locked into stimloc. Due to this issue, the physician used a stimloc in the lab and still had issues. The physician considered putting future surgeries on hold. The patient had no adverse events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the neu_stimloc_acc found there to be no anomaly.